Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts state signs of wear due to repeated use and missing ball bearings. Device history record was reviewed and no discrepancies were found. The device was re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that persona tibial articular surface shim on the office shelf was missing a ball bearing. No patient involvement or consequences were reported as a result of the malfunction.